Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a cartridge change on an ilet using a steel 6 mm contact/detach infusion set and luer connector, the user did not observe drops during fill tubing despite advancing more than 150 units and the cartridge remained full, while the adaptor had initially been connected from the wrong side; the event was characterized as an improper procedure or method involving the pump¿s connector component. Symptoms included no clinical signs, symptoms, or conditions, and blood glucose reportedly remained in range. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device revealed no intrinsic device problem but identified a usage problem related to following instructions, associated with the connector component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.